Event description:
Engineering triggered an investigation based upon a review of failures during production testing. These failures involved the device battery. A failure could result in premature charge depletion of a battery and loss of device power.